Event description:
During inbound process, it was noticed that items were received with hair under sealing foil.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned device could be confirmed based on the catalog and lot number marked on the packaging labeling. The packaging was confirmed to be complete and sealed, it was not modified in any way. The presence of a hair could be confirmed under the external plastic foil (not in contact with the product itself). Based on investigation, the root cause was attributed to a manufacturing issue. The failure was caused by not detected pollution during inspection at time of packaging steps. A nc was initiated in order to cover the reported issue. A review of the labeling did not indicate any abnormalities. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During inbound process, it was noticed that items were received with hair under sealing foil.